Event description:
Customer reported a malfunction on the pump with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to reconnect to the pump, update the pump software, and call back if the issue persisted. The case was closed.